Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that during a device check, noise was noted on the atrial lead. Upon a normal battery change procedure, insulation breach was discovered on the atrial lead. The lead was capped and replaced on (B)(6) 2018. The patient's condition was stable before, during and after the procedure.

Event description:
New information received notes that insulation fracture was also noted on the lead. Lead was electrically stable.